Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the pump would move from un-occluded to over occluded in one click of the knob. The field service representative (fsr) was unable to verify the issue. He checked the occlusion adjustment on the roller head. The occlusion knob moved smoothly through the full range. He removed the occlusion knob and could not determine any issues. He cleaned, lubricated, reassembled, completed testing and downloaded logs. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2019, initially the small roller pump cardioplegia was started and run several times. At 08:52:52 am the pump is started. When speed is increased, the pump logs a motor overcurrent and stops. The pump is started again at 08:53:02 am and run at various speeds. At 12:33:47 pm the pump logs another motor overcurrent and stops. After this the pump is started and run but quickly logs another motor overcurrent. This occurs several times, the last time was at 2:14:19 pm. This behavior can occur if the pump was over occluded, but no way to tell from the log. It is also not possible to tell from the log if occlusion could not be set. It is possible the user was having difficulty setting the occlusion to get proper flow without getting the motor overcurrent events.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the end user was not able to set the occlusion on the roller head. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team had an incident with their four inch roller pump in the cardioplegia location. The team set up, primed and set occlusion correctly and without issue for a case. During the procedure the occlusion was stated to be temperamental and the occlusion would move from un-occluded to over occluded with just one click of the occlusion knob. This was noticed and the team just kept a close eye on it and opted not to exchange it out during the procedure. The team switched out the roller pump after the procedure was finished. The patient received the correct amount of cardioplegia through the 4:1 cardioplegia delivery set. There was no harm, or blood loss associated with the occlusion issue. There was no delay in the continuation of the surgical procedure due to this issue.